Event description:
An 84-yr-old female who was in the hosp for care following a cerebral vascular accident (cva) with aphasia, dysphagia and right hemiparesis. A naso-gastric tube in place for two days for feeding and medication administration was removed by the pt. Subsequent attempts to replace the tube were unsuccessful. Therefore, a dual port feeding tube placement kit was used to place a tube. The x-ray films taken post insertion to verify placement showed the tube had been inserted through the trachea, into the right bronchus, perforated the lung and was coiled in the pleural space. The pt, who had a do not resuscitate order on the chart, expired approx 14 hrs after the tube was placed.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.